Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, ¿date of event: 11/1/23. When rn entered room to disconnect calaspargase, patient had blood around port site. Tubing was clamped and charge rn was called into room to help assess. When flushing the line there was noted to be a crack in the port tubing that was leaking. Port was de-accessed, and resident and pharmacist were made aware as the calaspargase was running. It was determined that at the time of the crack it was just the flush that was going in. Medication did not have to be redosed. No patient harm reported.¿ no other information was provided.